Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] . Abdominal pain [abdominal pain] . Abdominal discomfort [abdominal discomfort] . A multinodular goiter at the left [multinodular goiter] . Hypercholesterolemia [hypercholesterolemia] . Elevated fasting blood glucose [fasting blood glucose increased] . Hepatic steatosis [hepatic steatosis] . Bloating [bloating] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 in 2003. Previously administered products included: iud nos. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), goitre (" a multinodular goiter at the left"), hypercholesterolaemia ("hypercholesterolemia"), hepatic steatosis ("hepatic steatosis") and abdominal distension ("bloating") and was found to have blood glucose increased ("elevated fasting blood glucose"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (vaginal hysterectomy and a salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for pelvic pain, abdominal discomfort, goitre, hypercholesterolaemia, blood glucose increased, hepatic steatosis and abdominal distension were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, blood glucose increased, goitre, hepatic steatosis, hypercholesterolaemia and pelvic pain to be related to essure administration. The reporter commented: essure insertion without difficulty for permanent contraception, 4 to 6 coils for both sides. The post-operative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: nickel allergy. [Blood cholesterol] (date unknown): 6.04. [Blood glucose] on (B)(6) 2016: 6.27; on (B)(6) 2017: 6.94; on (B)(6) 2018: 6.48; on (B)(6) 2018: 7.50; (date unknown): 5.93. [Blood test] on (B)(6) 2012: no major abnormalities. [C-reactive protein] (dates unknown): 28.3 and 7.8. [Gamma-glutamyltransferase] on (B)(6) 2017: 37; (dates unknown): 74 and 39. [Hysterosalpingogram] on (B)(6) 2013: tubes occlusion by essure. [Ultrasound abdomen] on (B)(6) 2015: no abnormalities. [Ultrasound doppler] on (B)(6) 2015: did not reveal any signs of deep venous thrombosis. [Ultrasound scan] (date unknown): the doctor concluded a multinodular goiter at the left with no malignity. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.